Event description:
Event description guidant received information that during an atrial tachycardia response (atr) episode this implantable atrial generator displayed a flatline atrial electrogram (egm) when the device was pacing, but appropriate amplitude signal when the device was sensing. Threshold measurements are normal. The episodes occurred 3 to 6 months ago. The patient may have undergone a device reprogramming at that time.